Event description:
Xcela power injectable port was explanted on (B)(6) 2014. Pre and post images were obtained. Pt returned with concern that he had retained object under incision line. Plastic hub which connects the port to the catheter was noted to be retained in the pt and was removed (B)(6) 2014. Connector cannot be seen on x-ray as it is radio-transparent.